Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The customer's blood glucose was 197 mg/dl. The customer attempted to remove the bubble but was unsuccessful in doing so. The customer stated that the insulin pump would not deliver insulin. The customer declined troubleshooting for her high blood glucose, the air bubbles and the deliver anomaly. The customer explained that she was a brittle diabetic. The customer was advised that her supplies would be replaced. The customer returned the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.